Event description:
The user facility reported that during surgery the vitrectomy cutter was found to have a strange noise and was not cutting. Aspiration continued after it stopped cutting. The surgery was extended, but the delay time was not provided. There was no patient impact.

Manufacturer narrative:
The product has been requested but not received. The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The product evaluation has been completed. One opened se5423wvb from lot x6707 was returned. The expiration date on the label was 2027-aug-04. Visual inspection found the tubing and components wadded and tangled up inside the pack tray. There was fluid in the drip chamber, tubing, and fluid droplets visible in the collection cassette. Further inspection found the 23ga bi blade vit cutter loose in the pack tray without the tip protector in place. The tip protector was loose in the tray. The needle was bent. There were droplets of dried solution in the cutter tubing. Closer inspection of the vit cutter found the aspiration barbed connector on the back cap is cracked in various locations and was missing material at one of the cracked locations. The root cause could not be determined. The investigation is complete.

Manufacturer narrative:
The product has been received, but not yet evaluated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.